Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The keypad connector was inspected and fully locked on lcd board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had right key was unresponsive and it has a big indentation that causes the pump to become hard to press and get response. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that numbers are not ramping on their own. Customer states the scroll bar was moving with no input. The up arrow buttons are working good. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. The device will be returned for analysis.